Event description:
It was reported that when scope was plugged in for pre-op it glitched and then worked fine and was able to use for the ten minute procedure. The oes had it sent to processing and did trouble shoot to see if she could replicate. When plugged into the ccu no image produced at all. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: evaluation confirmed that no image produced when plugged into ccu. No trend has been identified. Risk evaluation determined that the probability of harm has increased from improbable to probable, however, risk level was not impacted. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).